Event description:
It was reported that the patient had the artificial urinary sphincter removed due to the device insidiously stopped working and return of incontinence. The device was not replaced. The patient status following the removal was good.